Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the home screen did not appear on the display. The blood glucose level was 395 mg/dl. Customer states that the display did not return after insulin pump restart. The product will return for the analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. The device passed displacement test, sleep current measurement, active current measurement and self test. (B)(4).